Event description:
Bard max core mc1825 x 2 biopsy devices. Lot #: reku3662. Biopsy instrument trigger jammed x 2 devices during prostate biopsy. Another device obtained and biopsy completed. Both defective devices saved and shipped to bard. Manufacturer response for prostate biopsy device, max core biopsy device (per site reporter).